Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on an analytical e module analyzer and a cobas e411 analyzer on (B)(6) 2015. The sample was also tested on a siemens centaur analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to streptavidin was detected in the sample. Product labeling documents this interference.